Event description:
The facility reported a colleague infusion pump with a failure code of 808:05. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of colleague infusion pump with failure code 808:05 was confirmed during event history log review and sample evaluation. This condition was caused by faulty pump head module (phm). The phm was replaced to fix the reported condition.this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.